Manufacturer narrative:
Device evaluation analysis found the axium prime coil actuator interface was securely attached to the coupler tube and the break indicator was found intact. There is no evidence of any detachment attempts by mechanical or manual methods at these locations. The axium prime pusher was found kinked between the positive load indicator and break indicator at ~6.1cm from the proximal end and found bent within the introducer sheath at ~184.7cm from the proximal end. The coin was present and against the lumen stop. The shield coil was found intact. The implant coil was already detached and not returned for analysis. The tip of the release wire was found bent. Under the microscope, the outer jacket was then removed to gain access the coin. The release wire was found stuck within the lumen stop and broke at the coin when retraction was attempted. Based on the analysis performed the axium prime coil was confirmed to have prematurely detached. The damage to the retainer ring is the likely cause of the premature detachment as that would cause the detach element to slip out of the retainer ring. The damage to retainer ring, bend on the release wire tip and bends on the pusher is indicative of forceful manipulation of the device or attempts to advance/retract the device against resistance. Since the catheter and implant coil were not returned, any contribution of the catheter and implant coil to the issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil detached prematurely detached in the catheter during inserted into the catheter. It was reported that couldn't find the coil that became the detach in the body. There was no trace of a detach and it did not. The patient was undergoing a small unruptured saccular left anterior communicating artery aneurysm, measuring 4mmx3mm. There were not any patient symptoms or complications associated with this event.